Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 55 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111 advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The mother reported that the needle did not deploy. The pink slide moved forward but the cannula was not visible. They had miscalculated the carbohydrates the patient was taking in and she stated that her daughter's blood glucose was reading low (<20m/dl) at the time. The pod was not worn.

Manufacturer narrative:
Correction: the mother stated that the patient's blood glucose was 120mg/dl during this event. Correction: (B)(4).